Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure and one opening device on radius side assessed as surgical damage. Additional observations: crease is observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.